Manufacturer narrative:
Device 10 of 10. Complainant phone: (B)(6). Complainant country: (B)(6). This imdrf med. Dev. Problem code: a050901 is captured in h10 for the issue adhesive too strong since this code is not available for selection in the database. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that customer stated the dressing's adhesive was too strong and it took off the new skin on removal. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary photograph, video and/or physical sample evaluation: ¿ no photographs associated with this case were received and no unused return sample was expected. Batch record revision results: lot 0j02029 was manufactured on 20/sep/2020, in bodolay line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 25/sep/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1704768 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction (chevron sleeve automatic packaging line bodolay). Bulk dressing batch record revision: lot 0j00701 was manufactured on 20/sep/2020, in elc#(B)(4) line, with a total of (B)(4) eaches (ea). The complaint investigator performed a batch record review on 25/sep/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1003411 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction (process instructions for elc 11 ) and br31-141 (batch record for elc#11). Bulk mass batch record revision: lot 0j00202 was manufactured on 20/sep/2020, in roping durahesive mix line, with a total of (B)(4) kg. The complaint investigator performed a batch record review on 25/sep/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1725587 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction (roping adhesive mass process instructions). Review of the batch records showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 25/sep/2023, complaint investigator ran a query in database from 01/jan/2022 to 25/sep/2023 in order to verify the complaints reported for the lot number 0j02029 for the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ and as result, no additional complaints were found. Historical nonconformance review: on 25/sep/2023, complaint investigator ran a query in database looking for any in process nonconformance / corrective action/preventive action (CAPA) (s) associated to the malfunction code ¿ adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ for the lot number 0j02029 and as result, no nonconformance / corrective action/preventive action (CAPA)(s) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm-011) ¿adhesive tack tests - method 2: ¿ frequency: once per shift or if settings changed. ¿ sample quantity: 2 samples. ¿ specification: nmt 1¿ travel. ¿ acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have only been 10 defective parts confirmed to date from a lot size of 270,000 products. This represents a defect rate of only 0.004%, which is well within an appropriate acceptable quality level (aql) for adhesive issues which should be 0.65% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find an adhesive issues, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.65. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: no objective evidence was received such as a photo or sample, for this reason, we cannot conclude that the product does not meet specifications. The review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿. No additional complaints were reported for lot affected related to the malfunction code ¿ adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿. Based on this, no negative trend was identified. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.